Event description:
It was reported that during the procedure, a 4.0x12 rx xience prime stent delivery system (sds) was advanced without resistance to a mildly calcified lesion in a left coronary vessel that had not been pre-dilated. When attempting to deploy the stent, the balloon was inflated, however, the stent was did not expand. The rx xience prime was withdrawn from the anatomy without resistance. A non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay occurred.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to initial filed report, it was noted that the incorrect size of 4.0x12 rx xience prime had been reported. The correct size of this reported device is 4.0x18 rx xience prime. Additional information was also received indicating that the balloon was also unable to be inflated. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the instructions for use states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Based on the information reviewed, there is no indication of a product deficiency.